Manufacturer narrative:
(B) (4)the pump will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
Pt was being treated with the oscillator vent when it was reported by an anonymous user that during a pt handoff, the pt coughed and the surround /diaphragm had blown out. The disposables were not sequestered. There was no pt harm. The pt was placed onto a servoi vent in response to the equipment failure. We have sequestered the vent and have begun to investigate the complaint and initiate a repair. Manufacturer response (as per reporter) for oscillator vent, sensormedics 3100bthey have had a large number of these failures recently. They are questioning cleaning chemicals and have seen a sharp increase in failures with h1n1. They may change their spec to require premature replacement of the driver component and reduce their spec from 4000hrs to 2000hrs.

Event description:
The facility reported to the service depot on 06 january 2010 a colleague infusion pump in which there was an infusion that infiltrated the patient with no occlusion alarm on (B) (6) 2009. This event happened during patient therapy and therapy was stopped. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. Colleague infusion pumps do not have infiltration detection capabilities. The pump has downstream occlusion detection; but with an infiltration there may not be an increase in the inline resistance significant enough to reach the alarm threshold. Total of 36 downstream occlusion set alarms were found in the event history log. The pump passed short downstream occlusion pressure test and downstream occlusion pressure test. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The user interface module master software version for this device (B) (4), categorized as remediated.